Event description:
Approx. 1/2 hour into hemodialysis treatment an air leak was noticed in the arterial blood line at or near the pt connector. Due to air and foaming in the line, pt's blood could not be returned resulting in ebl of 250cc. A new bloodline and dialyzer were set up and treatment resumed with no further problems. No pt injury or need for medical intervention are reported.